Event description:
It was reported that the customer was hospitalized on (B)(6) 2014. The customer stated that he was involved in an accident when he was driving a motorcycle and another car hit him. The customer stated that the automobile accident was not a diabetic related event, but that, upon being admitted into the hospital, his blood glucose was 22 mg/dl. The customer stated that prior to the incident, there was an ice storm and that he roads were clearing up. The customer was unaware of the cause of the low blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.